Event description:
"The surgeon perforated the pt's liver with the trocar. The shield on one of the 5mm's, for sure, did not cover after insertion-the staff and md were looking at it on the monitor and saw the blade out the md "shook it" until it closed. Pt was insufflated prior to insertion. It is not know if actual blade or the shield is suspected of perforating the liver.